Manufacturer narrative:
No conclusions can be made as the set screw was not returned for evaluation and its lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
Visual inspection of the returned set screw found sections of the thread had sheared off from the device. No indications of rod contact were noted on the bottom of the set screw. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although the cause of thread damage cannot be positively determined, the observed damage suggests that the set screw was cross threaded while being advanced, resulting in thread shear. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports a section of the thread came off from the set screw during insertion/advancement. The torn thread was recovered and there were no adverse consequences to the patient.